Event description:
A malfunction code, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the process of resetting the pump, which did not experience the same malfunction again. The customer was advised to continue using the pump and to contact support if the issue reoccurs.